Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed, and the image of the instrument did not exhibit any visible damage.

Event description:
It was reported that during a da vinci-assisted pyeloplasty with nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument, which was being used for the first time, became locked and despite the use of the instrument release kit (irk), it was not possible to straighten the articulation. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the mcs remained open/could not be closed at the time of the event. There were no broken or frayed cables visible. No material detached/broke off from the portion of the device that enters the patient. The mcs was removed together with the cannula. The port incision was not increased in order to remove the instrument and the cannula and no additional port incision was required to continue with the procedure. There was no bleeding as a result of the event.